Event description:
The customer received high out of range control reading of 183 mg/dl on the contour next meter. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Test strips are expected to be returned for evaluation. New meter and strips were sent to customer.